Event description:
It is reported that the device was implanted in 2006, and revised in 2007 due to an unk reason.

Manufacturer narrative:
Eval summary - the device was in vivo for approx 1 year and 3 months. No product was returned for eval. Also, no x-rays were returned for review. It is unk why the pt was revised. Based on the available info a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.